Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition, and no appearance of any physical damage. Battery not working error was found at power up and all the readings of the battery ended with "n/a" value. The complaint was confirmed. The root cause was the main board did not operate as intended which was causing the battery not working error. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported the pump exhibited a power failure. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.